Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received a questionable result from a coaguchek xs meter. The serial number was requested but was not known. The customer stated she compared to a meter at her doctor's office "that looked identical". The specific date of testing and specific results were not known. The result from the meter was 6.xx inr and result received on doctor's meter was 2.xx inr. The comparison was performed within minutes and the same finger was used. The result from the doctor's meter was believed to be correct. There was no allegation of an adverse event. The customer was unsure of her therapeutic range but believed it to be 2.0 inr - 3.0 inr. The customer had no anemia or polycythemia, no heparin therapies or direct thrombin inhibitors, no antiphospholipid antibodies or lupus, no change in coumadin dose, no new medications, no new illnesses, no change in diet, and no symptoms of bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.